Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) exhibited low pacing impedance. Programming changes were made. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.